Manufacturer narrative:
Not returned to manufacturer.

Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP contributed to worsening neurological deficits(speech pauses and difficulties) due to not being able to use the device for 1.5 months. The users' daughter states the device is flashing, has a "service required" message, and will not power on. The user has tried plugging and unplugging all components of device and tried to plug the device into a different wall outlet without success. The last usage date of device was (B)(6)2022. There was no report of medical intervention. The device has not returned to the manufacturer. The investigation is on-going. A final report will be submitted when the investigation has been completed.

Manufacturer narrative:
The manufacturer previously reported information alleging a dreamstation 2 advanced auto CPAP contributed to worsening neurological deficits (speech pauses and difficulties) due to not being able to use the device for 1.5 months. The users' daughter stated the device was flashing, had a "service required" message, and would not power on. The user had tried plugging and unplugging all components of the device and tried to plug the device into a different wall outlet without success. The last usage date of device was (B)(6) 2022. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Correction made in box h: type of reportable event

Manufacturer narrative:
The manufacturer previously reported information alleging a dreamstation 2 advanced auto CPAP contributed to worsening neurological deficits (speech pauses and difficulties) due to not being able to use the device for 1.5 months. The users' daughter stated the device was flashing, had a "service required" message, and would not power on. The user had tried plugging and unplugging all components of the device and tried to plug the device into a different wall outlet without success. The last usage date of device was november 2, 2022. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.